Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was operating within specifications. The device passed all functional testing. The insulin pump was received in with a scratched liquid crystal display window and cracked reservoir tube lip.

Event description:
The customer reported being in the emergency room with diabetes ketoacidosis and high blood glucose of 354mg/dl on the weekend. The customer was weak and tired, could not sleep to check, diarrhea, urination, and vomiting. The caller stated that the doctor requested having a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.